Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2020-12-16. H6: investigation summary: two samples of the received in tj plant on december 16th, 2020. Complaint for occlusion in tube/male luer union for model dyndtn0003. 2 samples were returned, occlusion was confirmed per tj site. On priming the line normal saline was not easily flowing and pump indicated occlusion as if there was a blockage near the male luer. The sample was reviewed, and a needle was inserted to unblock the occlusion, after this, the liquid flowed as normal, the complaint can be confirmed that the occlusion was for excess of solvent. After the investigation, the potential cause identified for occlusion was: excess of solvent in the tube and the flow tester was not working properly (not detecting occlusions), since the lot number of the sample reported is missing, we can¿t confirm if the actions implement for the issue on qn 200314772 were before or after the sample reported, however, potential causes listed above were documented and knowing it¿s an event with no patient impact, proper controls are reinforced on corrective and preventive action section.

Event description:
It was reported that the 12" IV microbore extension set would not flush water through the tubing. This occurred with 2 different sets during use. The following information was provided by the initial reporter: "we have received 2ea, dyndtn0003 microbore IV extension sets reporting that the tubing is not working. After testing both samples, we confirmed that we were unable to push any liquid (water) through either tubing. We experienced more resistance than necessary when attempting to push the syringe and while we visually confirmed that there was a small amount of water that did flow through, it would never fully drip out the end of the tubing."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed. And the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the 12" IV microbore extension set would not flush water through the tubing. This occurred with 2 different sets during use. The following information was provided by the initial reporter: "we have received 2ea, dyndtn0003 microbore IV extension sets reporting that the tubing is not working. After testing both samples, we confirmed that we were unable to push any liquid (water) through either tubing. We experienced more resistance than necessary when attempting to push the syringe and while we visually confirmed that there was a small amount of water that did flow through, it would never fully drip out the end of the tubing."